Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
During troubleshooting of the event, the reporter attributed the cartridge cap loosening issue to the cartridge cap not being secured tightly at the time of the cartridge change. The reporter was advised to ensure that the cap was tightened appropriately and to call back if there were any further issues with the cartridge cap; there have been no further reported issues at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the cartridge cap came off and wants to know what to do. The reporter stated that the patient's blood glucose (bg) was over 200 mg/dl without symptoms of low or high bg. Reporter states after lunch the patient's bg was 315 mg/dl and then came down to 217 mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the patient's bg was checked every 30 minutes. There is no reported adverse event with this complaint. This report is made based on the allegation of the connector issue.